Event description:
It was reported that a long trochanteric fixation nail (tfn) was implanted in (B)(6) 2014. The patient went on to heal, and subsequently fell on the operative side, projecting the helical blade through the femoral head and into the acetabulum. A revision surgery was completed on (B)(6) 2015 to remove nail, blade and (1) locking screw and all explant implants were removed intact. Procedure was successfully completed without any surgical delay. Patient status/outcome was unknown. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Unknown when nail migrated through femoral head. Additional product code: hwc. Implant date: (B)(6) 2014 ¿ exact implant date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: expiration date is dec, 2022. A device history record review was performed for the subject device lot. A review of the device history record revealed no complaint related anomalies. The device history record shows lot # 7579704 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7160371) met all specifications with no anomalies noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.